Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 2017865-2019-13592. It was reported that the patient presented for a follow up in clinic. It was noted that radio frequency (rf) telemetry was not working and the pacemaker was unable to connect to a transmitter and wand only telemetry was listed on a programmer. A firmware download was performed and the issue was resolved. It was also noted during this session in clinic that atrial lead noise leading to inappropriate mode switching (ams) was observed since (B)(6) 2018. No programming changes were made. The lead was to be monitored. The patient was stable.